Manufacturer narrative:
The penumbra system aspiration pump max 220v (pump max) housing was opened and corrosion was found on the piston crown and around the piston cylinder. Evaluation of the returned device revealed that the pump max was nonfunctional. The pump max was plugged in and powered on and no vacuum was observed. Further evaluation of the pump max revealed that corrosion was located on the piston crown and inside the piston cylinder. The corrosion likely contributed to the pump max not producing any vacuum during the procedure. Penumbra pump maxs are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure in the pulmonary artery , the physician noticed that the penumbra system aspiration pump max 220v (pump max) was not producing vacuum when turned on. It was reported that the pump max was only making the fan noise but not the typical "pumping" noise. The issue with the pump max was noticed prior to use and therefore was not used in the procedure. The procedure was successfully completed using manual aspiration.

Manufacturer narrative:
Additional information to section: manufacture date: 3/18/2014.

Manufacturer narrative:
Product code: dxe, common device name: dxe. 510k: k160533. Additional information: lot #: f11347-41, serial #: (B)(4), unique identifier: (B)(4).